Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced blood glucose fluctuations while using the ilet, including postprandial hyperglycemia after meal announcements and a subsequent hypoglycemic episode, with the device delivering automated corrections and suspensions consistent with its learning algorithm. Symptoms included shaking, sleepiness, elevated heart rate, and weakness during hypoglycemia. Outcomes included no professional medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake review, device data review, and troubleshooting and education regarding meal announcements, correction use, and hypoglycemia treatment planning with a healthcare provider. Investigation of this case revealed no device malfunction observed in the reported behavior, and the pattern was consistent with insulin delivery adjustments and suspensions based on sensor readings and user announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.